Event description:
While transporting a patient from ICU to the cat scan in ER, vela ventilator just shut down. Patient disconnected and ambu to cat scan approximately 50-60 feet. Placed on another vela ventilator and the ventilator that shut down was taken to biomed with circuit to be checked out. Mfg: carefusion, ltv model#/name: 16532-00-vela series ventilator, category: 15613 ventilators.